Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter four photos were provided to our quality team for investigation. One photo shows the top web side of the package with all applicable product information. The next three photos show one loose syringe with excessive silicone on the stopper. The condition observed is non-conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the silicone excessive defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4347330. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309646. Lot #: 4347330. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: today we discovered that we had an affected lot of 5ml bd syringes that have some sort of gel-like substance inside of them. It covers the black part of the plunger, and it can be seen when the syringe is drawn back. Please keep a close eye on the syringes when you go to use them. The affected lot is 4347330, exp 11-30-2029. Additional information provided: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None noted defect before using the syringe for any patient contact.